Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high irregular right ventricular (rv) pacing impedance spikes on the impedance trend, and an alert was triggered as one has been out-of-range. Technical services (ts) reviewed the episode and indicated the issue seems to be related to the spring connection between the rv lead and the ICD, and recommended to perform pocket manipulation, isometrics and sample the impedance. If noise is not reproducible, ts suggested that continuing monitoring the patient will be adequate. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high irregular right ventricular (rv) pacing impedance spikes on the impedance trend, and an alert was triggered as one has been out-of-range. Technical services (ts) reviewed the episode and indicated the issue seems to be related to the spring connection between the rv lead and the ICD. The patient was brought to the clinic where isometrics, pocket manipulation and impedance test was performed. No reproducible noise was observed, and impedance was adequate. The rv lead impedance alert was turned off and the patient will continue to be monitored. This ICD remains in service and no adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high irregular right ventricular (rv) pacing impedance spikes on the impedance trend, and an alert was triggered as one has been out-of-range. Technical services reviewed the episode and indicated the issue seems to be related to the spring connection between the rv lead and the ICD, and recommended to perform pocket manipulation, isometrics and sample the impedance. If noise is not reproducible, continuing monitoring the patient will be adequate. This ICD remains in service and no adverse patient effects were reported.